Event description:
It was reported the colonovideoscope displayed communication error e315. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
Updated field(s): d8, h3, h6, h11. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, olympus confirmed the reported event and determined due to liquid invasion in the light guide plug caused a blackout and error e315 during start-up. However, the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.